Event description:
After an implantation period of approx. 7 months, it was observed that the shock impedance was too low. The patients leads were explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed abrasion marks 13cm and 18cm distal to the df4 connector pin. These marks were consistent with exposure to constant friction against the generator housing. However, the insulation was not breached and these marks are not assumed to be the root cause of the observed low shock lead impedance and aborted shock. The analysis demonstrated that the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. Further analysis of the leads did not reveal any irregularity that might have contributed to the observations mentioned in the complaint description. The manufacturing processes for both leads were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.